Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that there was a leak from the PICC insertion site. Upon removal, it was observed a split (3-4mm in length), below the hub of the catheter. The patient also had an on-q pain pump attached to the PICC and was checking with the pain pump company regarding pressure issues which might be related to this catheter mal-function.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of the catheter body being torn could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that there was a leak from the PICC insertion site. Upon removal, it was observed a split (3-4mm in length), below the hub of the catheter. The patient also had an on-q pain pump attached to the PICC and was checking with the pain pump company regarding pressure issues which might be related to this catheter mal-function.